Event description:
It was reported that during an unk procedure, device malfunctioned. No further details given. No pt consequence.

Manufacturer narrative:
Articulation mechanism. Evaluation summary: the analysis showed that the atw45 device was received with the articulation mechanism damaged and with insufficient anvil crimp. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damage to the spring cartridge lockout. No functional test was performed due to the device condition. The returned device was disassembled to verify the condition of the internal components and the articulation gear teeth were damaged.